Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had heparin therapy and thrombolytics administered for 3.5 days prior to mechanical thrombolysis being performed for treatment of deep venous thrombosis in the right lower extremity. Following thrombolysis, an angioplasty procedure was performed in the right common iliac vein and external iliac vein. The sheath in the left groin was exchanged for an introducer catheter. A vena cava filter was deployed below the lowest renal vein. Completion vena cavogram demonstrated the ivc without clot and the filter well positioned. Orders were written to discontinue heparin and thrombolytics and be switched over to coumadin and low dose molecular heparin as an outpatient. One day post filter deployment, CT scan demonstrated the filter which appeared to be in good position. Approximately nine years one month post filter deployment, the patient presented to the emergency room with complaint of abdominal pain which worsened with positioning. CT scan demonstrated filter limbs perforating the caval wall and three filter limbs perforating within the duodenum. Two days later, the patient was admitted for ivc filter removal, and a pre-operative esophagogastroduodenoscopy (egd) was performed which identified filter limbs with extensive inflammation surrounding them. The following day, the patient was taken to the operating room and the right neck and right groin were prepped and draped in normal sterile fashion. The internal jugular vein was accessed under ultrasound and multiple unsuccessful attempts were made with the recovery cone and a snare device trying to capture and retrieve the filter. An attempt was made to balloon the cone off of the caval wall; however, the femoral artery was inadvertently accessed and the femoral vein was diminutive and collapsed. The patient was then prepped from neck to groin in normal sterile fashion with the abdomen draped. A midline incision was made and control was gained on the inferior vena cava. A longitudinal 5 cm venotomy was performed and the inferior vena cava was removed one strut at a time, and the cone was heavily embedded in scar and the adhesions were cut sharply to remove it. The cava was closed with suture and a drain was placed in the retroperitoneal space to help monitor for duodenal leak. Hemostasis was achieved and the abdomen was closed. Dressings were applied and the patient was extubated and transferred to recovery. The patient was discharged to home from the hospital seven days post laparotomy. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device or images were returned. Medical records were provided. The medical records allege a filter was deployed successfully below the renal veins following thrombolysis. Approximately nine years and a month after implantation, CT images demonstrated filter limbs perforating the ivc wall. Three limbs allegedly perforated the duodenum. Two days later, during an unsuccessful retrieval attempt, the filter was noted to be angled toward the medial wall of the ivc. The percutaneous retrieval attempt was aborted and an open removal procedure was performed. The cone of the filter was reportedly heavily embedded in scar tissue and the adhesions were cut in order to remove it. The filter was removed successfully. Based on the medical record review, limb perforation of the ivc and duodenum, filter tilt, and difficult to remove can be confirmed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. Perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine years post vena cava filter deployment, allegedly three filter limbs had perforated the ivc wall and into the duodenum. Allegedly a surgical procedure was performed to successfully remove the vena cava filter. No additional medical information has been provided surrounding these events. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately nine years one month post filter deployment following mechanical thrombolysis of deep vein thrombosis, the patient presented to the emergency department with complaint of abdominal pain which worsened with positioning. CT scan demonstrated filter limbs perforating the caval wall with three filter limbs perforating into the duodenum with surrounding inflammation. Three days post CT scan, the patient was taken to the operating room and multiple unsuccessful attempts were made in an attempt to retrieve the filter percutaneously. A midline incision was made and a venotomy was performed. The cone of the filter was embedded in scar and adhesions were cut to remove it. The filter was successfully removed in its entirety. The cava was closed and a drain was placed in the retroperitoneal space. Hemostasis was achieved and the abdomen was closed. The patient was discharged home seven days post laparotomy. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. The investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine years post vena cava filter deployment, allegedly three filter limbs had perforated the ivc wall and into the duodenum. Allegedly a surgical procedure was performed to successfully remove the vena cava filter. No additional medical information has been provided surrounding these events. The patient status at this time is unknown.